Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that a vns wand was not responding to the tablet. The wand battery was checked and determined to be sufficient. The wand cable was disconnected and reconnected twice. The tablet power was then reset and cables reseated, and a communication error message was still received. The white usb to db9 serial adapter cable was then exchanged with a known working cable, and the system functioned properly. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.